Manufacturer narrative:
The customer indicated the device was discarded and will not be returned for an evaluation by the manufacturer.

Event description:
It was reported that on (B)(6) 2018 an administration set released an unspecified chemotherapeutic agent from the white cylinder of the filter at the beginning of the infusion therapy. There was patient involvement however there was no report of patient harm as a result of the event.